Event description:
Account reports on a "daily basis", the reported device cracks at the center of the stopcock. Rptr stated sometimes the crack occurs just a short while into use, and other times, it takes longer. Writer informed rptr that the reported product is not lipid resistant, and rptr stated the stopcock sometime cracks with just d10 as the infusate. Rptr added that in one incident. Blood back-up and a small amount of bleed-out occurred. No transfusion required. Utilized in the neonatal intensive care unit. No pt compromise reported.